Event description:
During bone preparation in a mako pka 3.0 case the surgeon noted that the rotary burr attachment was heating up and getting hot during use. Upon further investigation it was noticed there was some sort of lubricant/oil being released from the body of the rotary attachment (see attached photo). This lubricant/oil was originating from the rotary attachment body. The issue was notices whilst the instrument was being used by the surgeon.

Manufacturer narrative:
Reported event: during bone preparation in a mako pka 3.0 case the surgeon noted that the rotary burr attachment was heating up and getting hot during use. Upon further investigation it was noticed there was some sort of lubricant/oil being released from the body of the rotary attachment. This lubricant/oil was originating from the rotary attachment body. The issue was notices whilst the instrument was being used by the surgeon. Product inspection not performed as no items were returned. Product history review of the device history records indicates (B)(4) device(s) were manufacturer ed and accepted into final stock on (B)(6) 2017, (B)(6) 2018, and (B)(6) 2018; and (B)(4) device(s) were rejected. Review of qt17-06- 0024 indicates the following: (B)(4) device(s) with s/n (B)(6) were quarantined due to dimensional discrepancies; a quarantine disposition was not confirmed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 204990, lot 40m947030 shows (B)(4) additional complaint(s) related to the failure in this investigation. These include the following pr(s): (B)(4). Conclusion the event was not confirmed as the product was not returned. Nc/CAPA review a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone preparation in a mako pka 3.0 case the surgeon noted that the rotary burr attachment was heating up and getting hot during use. Upon further investigation it was noticed there was some sort of lubricant/oil being released from the body of the rotary attachment. This lubricant/oil was originating from the rotary attachment body. The issue was notices whilst the instrument was being used by the surgeon.